Event description:
It was reported the emt was placing the ez-io needle into a (B)(6) male coding pt. During insertion into the pt's left tibia the needle penetrated the pt's skin and when it reached bone the driver lost power completely. Another ambulance was on the scene and the emt was able to use their ez-io driver to complete the procedure. There was a delay in treatment. Per the emt, the pt expired due to their condition.

Manufacturer narrative:
(B)(4). Additional info: this report was determined to be a death even though the ems personnel informed us the device was not a contributing factor to the demise of the pt. Ems personnel do not meet the guidance of our procedure. A physician could not be contacted to verify statement by ems personnel.

Manufacturer narrative:
(B)(4). Device evaluation: the ez-io driver was returned for evaluation. Quality performed a visual inspection of the returned driver and the driver appeared to have no signs of cosmetic or physical anomalies and a review of manufacturing records did not yield any relevant findings. The green light led indicator flashed green when activating the trigger which indicates the ez-io still has sufficient power to perform insertions. The device was subjected to functional evaluations including: rpm evaluation, sawbone insertion, force to bog down test. The device demonstrated sufficient power to perform medium and hard bone insertions. The provided instructions state "important: use gentle-steady pressure. Do not use excessive force. Allow needle set rotation and gentle downward pressure to penetrate bone." The reported complaint could not be confirmed. However, the potential root cause is operational context, as proper technique is required when using the device. No further action will be taken.